Event description:
A peritoneal dialysis (pd) patient experienced a peritoneal infection manifested by cloudy effluent. The cause of the event was reported as due to klebsiella pneumoniae. The patient was treated with cephalosporin (intraperitoneal) for the event. Pd therapy was ongoing. Patient hospitalization and patient outcome were not reported. The reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.